Manufacturer narrative:
Pump passed most of the functional testing except the self-test due to radio frequency pic alarm. Insulin pump failed self-test alarm due to faulty component on radio frequency board. After replacing component and unit monitored for 4 hours, insulin pump passed self-test. No more radio frequency pic alarm during self-test noted. The test mini link transmitter with the glucose sensor simulator and blood glucose meter communicate properly to the pump. Pump was programmed with multiple sensor glucose value and all registered properly in the sensor update history noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that meter was not sending information to insulin pump. Customer's blood glucose was 166 mg/dl. While attempting to connect meter to insulin pump, insulin pump received a radio frequency pic failed self test. Insulin pump would be replaced.